Event description:
It was reported that the customer's blood glucose level was 463 mg/dl. The customer experienced high blood glucose levels ever since he received the replacement insulin pump. He received a no delivery alarm. The bolus history was not accurate. He was unable to troubleshoot because the insulin pump kept asking to rewind after a no delivery alarm with occluded reservoir/infusion set. The product was not returned. Nothing further to report.

Manufacturer narrative:
Reference medwatch 3004209178-2015-45952 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.